Event description:
It was reported that a user experienced fluctuating glucose with post-meal hyperglycemia followed by hypoglycemia while not announcing meals, including a reported low glucose of 64 mg/dl; troubleshooting and education were provided and the case was assigned for additional training. Symptoms included shakiness and a transient chest flutter sensation. Outcomes included self-treatment with oral carbohydrate by consuming lunch, without hospitalization. Investigation included complaint intake with triage and user education. Investigation of this case revealed no device malfunction reported and suggested user management factors related to unannounced meals as a plausible contributor to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.